Manufacturer narrative:
Date of event is estimated. E1 reporter address: (B)(6).

Event description:
It was reported that the patient's ipg is inoperable. As such, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2026 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Corrected data: type of investigation.

Event description:
Additional information received indicates that therapy was confirmed post op. The was discarded.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue